Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that over the past 1.5 years, the customer occasionally entered wrong carbohydrates and/or blood glucose (bg) values onto the pump bolus screen which caused the customer to deliver too much or too little insulin. Reportedly, the customer stated having a poor memory, and occasionally enters the values but forgets to request delivery of the bolus. The customer experienced elevated bg level of 500 mg/dl, and was unable to specify a low bg value. To address the bg level, the customer delivered a correction bolus, and consumed carbohydrates to treat the low bg level. The customer confirmed that health care provider would be consulted regarding the event.